Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. A review of the device history record indicates the product was released meeting all manufacture quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the stapler was not able to fire. There was no patient involvement.